Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed: no non-conformances on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found additional reports, however no other incidents related to abnormal x-ray results. Total for lot number: 4 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 0 , by product family: 0.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for bone fracture of medial and lateral femoral condlyles: abnormal radiographic evaluation - likely femoral component loosening (unconfirmed), with fracture of the medial and lateral condyles, and instability. Event is serious and is considered severe. Event is definitely related to device and is definitely not related to procedure. Date of implantation: (B)(6) 2014. Date of revision: (B)(6) 2017 (all components). Date of event (onset): (B)(6) 2021, (left knee). Treatment: revision of the femoral and insert components occurred on (B)(6) 2021.